Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the nurse went to place the IV tubing into the pump module after the neonatal ICU patient returned from surgery and the tubing "broke" at the pump segment. The tubing was replaced and the customer states that there is no patient injury.

Event description:
It was reported that the nurse went to place the IV tubing into the pump module after the neonatal ICU patient returned from surgery and the tubing "broke" at the pump segment. The tubing was replaced and the customer states that there is no patient injury.

Manufacturer narrative:
Correction:

Event description:
It was reported that the nurse went to place the IV tubing into the pump module after the neonatal ICU patient returned from surgery and the tubing "broke" at the pump segment. The tubing was replaced and the customer states that there is no patient injury.

Manufacturer narrative:
The customer complaint that the tubing broke at the pump segment was confirmed based on inspection of the as-received sample. There was a separation at the engagement of the silicone segment and upper fitment components; the expected retainer ring at the upper fitment component area was not received. Further inspection of the area around the separated components observed no obvious damages or issues. Further visual inspection under magnification of the silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned. A slight tug/pull of the silicone segment away from the lower fitment component was attempted in which no separation was observed. The root cause was not identified.